Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch with uf/importer report number (B)(4) was received on 25-jan-2019 with the following information: on (B)(6) 2018, a (B)(6) year old female patient was put into a computed tomography (CT) scanner with an external ventricular drain (evd) system placed on her chest and straps from table gently folded on top. A registered nurse (rn) carefully checked placement to make sure there was no stress on the transducer arm of the system. After the scan and returning to the neuro intensive care unit (nicu) bed, the rn noticed dripping from the evd at the transducer connection. Upon inspection, a crack was found. The transducer was half off and leaking. The evd was clamped at the time. The patient was brought back to the room and the nurse specialist group was notified to change system out.

Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end users experience could not be determined. Device history record (DHR) review did not reveal anything that could cause the reported condition. The reported complaint was not confirmed. (B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Additional information received on 31may2019 indicating that the incident happened on (B)(6) 2018.